Event description:
The customer reported that the ventilator had a power fail occurrence. The manufacturer service tech noted a burning smell and the 1000 error code. The manufacturer service tech replaced the cpu pcb, ui display assembly and motor controller board. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient. The ventilator was not in use on a patient, therefore, there was no patient involvement or harm.